Event description:
A pt with an automatic implantable cardioverter defibrillator (acid) received inappropriate shocks. The dr. Performed an invasive procedure to evaluate the system and found athe insulation on athis lead was worn through to the inner coil. The physiciaaan elected toremove this lead, and the pt's other rate sensing lead from service. The dr. Noted that the insulation was sloughed off the lead aat the site where the pt's belt buckle rubbed against his abdomen. The pt is a cowboy and wears large belt buckles.device labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.